Manufacturer narrative:
(B)(4).

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) and electrode exhibited t-wave oversensing that resulted in delivery of an inappropriate shock one week post implant. The inappropriate shock induced ventricular fibrillation (vf) and two to three additional shocks were delivered. Post shock, the patient was in asystole for an unknown duration. It was reported that when this system was implanted, no fluoroscopy was used, no implant testing or system optimization was performed, the smartpass feature was not enabled and post shock pacing was not programmed on. The local field representative indicated that the tip of the electrode appeared to have shifted over to the left side of the chest. Technical services (ts) recommended obtaining an x-ray to evaluate the system position and discussed performing the automatic setup process, enabling smartpass and post shock pacing. A revision procedure was performed the following day. The physician reconfigured the device pocket for a more superior and posterior device placement. Additionally, the electrode was re-tunneled up to the sternum. Defibrillation threshold (dft) testing was performed, however, conversion was unsuccessful. Two external shocks were delivered, however, were also unsuccessful in converting the patient. A third external shock was delivered and converted the rhythm, however, the patient went asystolic. Cardiopulmonary resuscitation (CPR) was performed and the patient was noted to have regained a pulse. The patient condition was felt to be a factor and the patient was then admitted to the intensive care unit (ICU) pending potential system replacement. Surgical intervention was undertaken six days later. This s-ICD and electrode were explanted and a transvenous implantable cardioverter defibrillator (ICD) system was implanted. No additional adverse patient effects were reported. The product is in possession of the hospital at this time. If the product is returned, analysis will be performed and this report would be updated at that time.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed. Visual inspection identified no anomalies. The device was able to be interrogated and a memory download was performed successfully. The device was then exposed to simulated heart load conditions, and the defibrillation and sensing functions were tested. The device operated appropriately, according to its performance specifications with no out of range measurements or interruptions in therapy output. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this device was returned and analysis was completed.